Event description:
It was reported that the customer may have had the cannula of her sensor break off inside the skin of her abdomen and the sensor was bent in half. The customer's blood glucose level was 253 mg/dl at the time of the report. Troubleshooting was performed. It was discovered that the customer had issues with the adhesive of the sensor sticking to the inside of the insertion device. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.